Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime or seating, basic occlusion test, occlusion test, and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's screen went completely white. The customer¿s blood glucose level was unknown. Troubleshooting was assisted. Customer reports display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.